Event description:
In early 2009, the patient reported she had been experiencing frequent occlusions on her insulin infusion device. She stated she changed "everything" out before bed last night and her blood glucose reading was 150 mg/dl, which is her normal reading. She said she had an occlusion message at 6:30am, which she cleared. When she woke up, her reading was 358 mg/dl, which she corrected by blousing 8.0 units of insulin. She stated she went to work and received another occlusion. She changed her infusion headset and tubing. She did not change her cartridge as she removed the tubing from her device and saw insulin flow through the cartridge. She did not eat or drink anything, and at 10am, her blood glucose measured "hi" on her meter. She bolused 20 units of insulin via injection. She said she was not currently experiencing an occlusion. The patient stated she has never changed her adapter and was advised to do so. A request for training was submitted. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.